Manufacturer narrative:
An investigation was performed for the customer's issue and included a review of the complaint text, troubleshooting, a complaint review for the likely cause parts, a review of service history, and a review of product labeling. Fs identified the likely causes to be the cuvette wash bellows pump pn 7-93146-02 and the bulk solution valve assembly pn 7-35009686-01. Fs did not replace the ict module as part of the resolution. A review of the c801923 service history found no additional reports involving k results since fs addressed the issue. Complaint review did not identify any issues or adverse trends related to discrepant or erratic results. No non-conformances or systemic issues were identified. A 12-month review of ict module (ln 09d28-03) tracking and trending data identified no issues or adverse trends. Labeling was reviewed and found to be adequate. Based on all available information and abbott diagnostics' complaint investigation a product deficiency was not identified.

Manufacturer narrative:
All available patient information has been provided. No additional patient information is available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a false elevated potassium result when processing on the architect c8000. The following data was provided: potassium results for sid (B)(6): 9.20, 4.63, 4.69, 4.51, and 4.57. No impact to patient management was reported.